Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. E2 was inadvertently checked; reporters title is not available. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was a debris present inside the connector but the root cause cannot be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, deformation was noted on the bottom chassis, the unit was returned with a metal part inside the light guide, and it was removed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for a diagnostic procedure, the connector of the visera elite ii video system center had a broken piece inside it. There was no harm or user injury reported due to the event.